Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart rate of 54 bpm and had ¿passed out but came to and was talking.¿ the device lower rate setting was programmed to 60 bpm. The device remains in use. No further patient complications have been reported as a result of this event.